Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that a granuflo mixer was tripping the circuit breaker during dissolution mode. The biomed opened the control panel and the control board area looked burnt up and was smoking. The biomed rinsed the mixer and let it dry. The control board started smoking upon power up. There were no sparks or flame. The mixer was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The mixer was not back in service as the control board was an old version and the mixer would have to be retrofitted. A patient was not connected to the machine at the time of the incident and there was no harm to any patient or individuals because of this malfunction.

Manufacturer narrative:
Correction:occupation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.